Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that they were hospitalized due to low blood glucose. The customer's blood glucose was 28 mg/dl at the time of incident. The customer's blood glucose was 136 mg/dl at the time of call. The customer's spouse stated that they were unconscious and the emergency medical services were called. The customer's spouse stated that the paramedics gave them IV glucose to treat but they were still unconscious. The customer's spouse stated that they were wearing the insulin pump during hospitalization. The customer's spouse mentioned that they gave extra bolus prior to event. Troubleshooting did not find issues with the insulin pump. The insulin pump will not be returned for analysis.